Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2025-15232, related manufacturer reference number: 2017865-2025-15233, related manufacturer reference number: 2017865-2025-15235. It was reported that the patient presented to the hospital with infection and pocket erosion. The device and leads were found visible from the opened incision site of the implanted device pocket site. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD), left ventricular lead, right atrial lead and right ventricular lead to resolve the issue. The patient was in stable condition.